Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) initial report.

Event description:
The intellicuff device alerted and didn¿t reach the wanted cuff pressure value. There is no patient involvement reported. The defect intellicuff device got replaced. A low cuff pressure could lead to inadequate ventilation what makes this event reportable.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. According to the complaint description the device it kept reporting alarm and not reaching the value. It is important to emphasize that the device was not in clinical use at the time of the event. The most likely root causes of the issue¿where the intellicuff is not reaching the desired pressure¿include a leak in the cuff tubes or balloon, improperly connected cuff tubes, or a internal leak within the intellicuff itself. However, based on the available information, the exact root cause could not be definitively determined. The correction consisted in replacing the intellicuff device. Hamilton medical ag considers this case as closed.